Event description:
Mogen clamp sliced foreskin as it was inserted; due to excessively sharp edges and caused excessive bleeding as it sliced before it could be clamped. Had to apply surgical gauze and statceal powder for hemostasis.